Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "the tubes are not filling till their capacity."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed. 10 samples were randomly selected for functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "the tubes are not filling till their capacity."